Event description:
It was reported that the patient presented in the hospital after feeling presyncopal and bad. The patient was externally defibrillated in the ambulance enroute to the hospital. It was suspected that multifocal vt was occurring. Two episodes were documented as svt. Programming changes were recommended. The patient was intubated. No further information is available at this time.